Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, and brown particles on the shell. A microscopic analysis was performed which identified: a sharp opening on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and right side rupture. Patient reported "silicone in lymph nodes." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "silicone in lymph nodes".

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and right side rupture. Patient reported "silicone in lymph nodes." Device remains implanted.

Event description:
Device has been explanted.